Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the catheter was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that as the physician inserted a percutaneous transluminal coronary angioplasty (ptca) guidewire into the lumen of the balloon catheter, he experienced an obstacle that deformed the tip of the ptca. Another balloon catheter was used. No patient complications have been reported as a result of this event.